Event description:
It was reported that the balloon ruptured. The target lesion was the anterior tibial artery. Reportedly, the lesion was moderately calcified, not tortuous and the rate of stenosis was 100% (cto). There was difficulty advancing the guidewire and the device to the lesion and the device failed to cross the lesion. A second balloon catheter was inflated at the lesion. The complaint device was in-inserted into the pt and inflated at the lesion. The physician attempted to maintain the pressure at 6atm, but the balloon ruptured. The device was easily removed from the lesion. A slight vessel dissection was observed. The dissection did not cause the vessel to thrombose and thrombosis was not observed prior to the procedure. The physician treated the dissection by dilatation of a balloon catheter. The procedure was successfully completed. No anomalies were noted during the prep of the device. The pt is in a stable condition.

Manufacturer narrative:
The device has been returned by the customer and the investigation is currently in progress.